Event description:
It was reported that the customer received a button error alarm on the insulin pump while setting up a temporary basal rate. The customer's blood glucose level was 120 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)